Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The field service engineer (fse) confirmed that the issue was resolved by customer. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer 2.1 was not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. There were no adverse events or injuries reported based on this event.